Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of degenerative disc disease/herniated disc pain and spinal pain. It was reported that the patient felt like the system had changed, that it was not charging as well/takes longer than it used to, and they needed to turn the settings up higher to get the same sensation as before. The patient stated they try to maintain full coupling while charging. They wanted to meet with a manufacturer representative (rep) to get the system recalibrated. No further patient complications were reported as a result of this event.